Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 5 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified 90% stenotic lesion in the proximal lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.